Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan to report the one touch ultra 2 meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. On (B)(6) 2010 the patient obtained the blood glucose readings of 250 mg/dl and 300 mg/dl which were inaccurately high compared to his expected values. The patient took the action of taking his usual dose of insulin, 32 units humalog 75/35 insulin. Afterwards, the patient experienced the symptoms of sweating and shaking. The patient did not seek any medical attention or treatment. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining elevated meter readings and taking his insulin. Therefore this complaint is being reported.